Event description:
A customer reported a high blood glucose reading, with specific values unknown, as the meter displayed "high". The customer addressed the issue by performing a correction bolus via the pump and a correction injection. Technical support advised the customer to inspect various components of the insulin delivery system, yet no issues such as blockages or leaks were found. It was concluded that the customer should consult a healthcare professional to discuss potential factors affecting blood glucose and replace supplies as necessary.